Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. Eight days after surgery, a slight burning sensation when urinating was reported. The patient reported takin fosfomycin, which provided slight improvement in the symptoms. No other medical treatment or intervention was provided. The event was deemed as resolved eight days later. The index procedure was completed without intraoperative complications. No malfunctions no the da vinci system, instruments, or accessories were reported. Discharge occurred five days after the surgical procedure. The study investigator reported the event as mild severity, not a serious adverse event, clavien-dindo grade 1, not related to the da vinci investigational device, and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 163 cm., body mass index (bmi) 35.8 kg-m2.